Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that occurred on the homechoice (hc) during use, during fill the home patient (hp) stated that the supply and final bags had solution. The technical service representative (tsr) had the hp wiggle the frangibles and flip over the supply and final bags and restart fill. The hc alarmed again. The hp that stated there were a lot of air bubbles in heater line. The tsr had the hp cycle the power on machine to resume fill. The hc alarmed again. The tsr had the hp cycle power to end of therapy. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed. A root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.